Event description:
The pt called to report that the pt had used the suspect device to check the pt's blood glucose and the pt obtained a result of 485mg/dl. The pt felt ill (weak) and called the paramedics. The emt's arrived and used their equipment to check the pt's blood glucose and the reading was 25mg/dl. The pt was taken to the hospital and treated with an IV for hypoglycemia. Glucose controls were not in use on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.